Event description:
It was reported on (B)(6) 2011, that the patient's implantable neurostimulator was programmed with three different stimulation programs. For the previous eight to ten months, there was one area that did not appear to have any stimulation. The patient's physician did not want to perform any interventions as the stimulation coverage may be reduced. The patient had two follow-up appointments. It was later reported that the patient met with the physician and the manufacturer representative on (B)(6) 2011. Impedance testing was performed and readings were "high on subdue leads." But, it was difficult to determine if this was "a real issue." X-rays were ordered. There were no results provided. The patient's neurostimulator was reprogrammed and the patient was "happy," and "doing much better." Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead: model 3776, lot# v181452033; implanted: (B)(6) 2009; explanted: na. Lead: model 3777, lot# v186017024; implanted: (B)(6) 2009 explanted: na. Programmer: model 37743, lot# nke122246n. Recharger: model 37752, lot# nka124998n.